Event description:
The user facility reported a patient injury while using the introducer kit. Follow up communication with the user facility reported the following information: (1) the physician reported that during a surgical procedure with the rs*b50n10mrd device it exceeded the soft tissues causing its bending on the subcutaneous tissue and a severe injury for the patient; and (2) details concerning the status of the patient is described as, severe injury to the artery wall. Additional information provided by the user facility on (B)(6) 2015 included the following: (1) the access had been achieved only with the fourth introducer kit causing a local hematoma to the patient; 2) the patient has suffered bleeding with a minimal blood loss; 3) the bleeding was successfully stopped by applying compression for approximately thirty minutes; and (4) imaging confirmed cessation of bleeding.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The evaluation is yet to be completed. A follow up report will be sent within 30 days of this report being sent. For this reason, evaluation code was used in the conclusions all available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned

Manufacturer narrative:
This report is being submitted as follow-up no. 2 for mfg. Report no. 1118880-2015-00022 to provide the 510(k) number that was inadvertently missed in the initial report submitted.

Event description:
This report is being submitted as follow-up no. 2 for mfg. Report no. 1118880-2015-00022 to provide the 510(k) number that was inadvertently missed in the initial report submitted.

Manufacturer narrative:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00022 to provide the retention sample evaluation results. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention samples of the reported lot number and surrounding lots. A visual inspection revealed no defects. A review of the device history record of the involved product/lot number combination confirmed that there were no production related problems. A review of the complaint files confirmed that the involved product/lot number combination has not been reported previously. Without the actual sample or photographs of the sample, it is not possible to confirm the issue or determine definitive root cause. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 1118880-2015-00022 to provide the retention sample evaluation results.